Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. Previous investigations found the tips are rounded/worn suggesting heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The screwdriver shaft was getting rounded off and needs replacing.